Event description:
Simplex cement set in 4 mins, instead of 10-12. Stryker acm mixing system was used and the nurses were senior experience scrub nurses. Cement has to be chipped out of femur before 2nd cementing attempt.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.